Event description:
It was reported that following a revision the patient was admitted to the ER due to redness at the site and possible infection. Device historical records were reviewed for the lead; the device passed all functional testing and was sterilized before distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.